Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g.5. PMA / 510(k)#: k111860, k130470. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, the user is experiencing an increase in false positive patient results while using the enteric viral panel (evp) assay. There was no report of patient impact.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "false positive" error. Customer reported that they are receiving increasing false positive on evp. Field service was dispatched. Field service normalized both readers and performed a cal-rack on the instrument. Field service installed new software. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2017 and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample investigation was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h.10.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, the user is experiencing an increase in false positive patient results while using the enteric viral panel (evp) assay. There was no report of patient impact.